Event description:
Pt on continuous ng feeds of breast milk at 20cc/hr via syringe pump. Feed started with 60cc in syringe. One hr later all 60cc had infused. Pt tolerated feeding. Subsequent feeds held for 3 hrs. Initial evaluation of pump indicated broken plunger retainer clip which allowed for siphoning of syringe contents into pt.